Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. The customer experienced a ¿skin infection,¿ a swollen arm, bleeding around the area where the sensor was placed, and extreme pain at the sensor site. The customer reported self-treating with an unspecified ointment, and no treatment by a healthcare professional was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.